Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented with pptwo via merlin.net transmission. The oversensing was noted on a stored egm. Programming changes and dft were recommended. No further information is available.

Event description:
New information received indicates that new episodes of pptwo were noted via merlin.net transmission. Programming changes were recommended. Further actions and dft will be discussed with the physician. No further information is available.